Event description:
The customer reported that the screen was freezing up and the touchscreen panel was not accepting information. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 12 volt power supply. The system operates as intended.